Event description:
The reporter stated that the surgeon was inserting a competitor's lens using a aq cartridge-fp and the lens tore. The surgeon remove the lens without enlarging incision and replaced it with another model lens. No suture required. No patient injury. Patient current prognosis is good.